Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v846431, implanted: (B)(6) 2012, product type: lead. Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported since she had the new implantable neurostimulator (ins) in, she had to go twice to the walk-in the clinic. She was getting terrible shooting pain from her vagina up to the middle of her back. It was the worst pain she ever experienced in her life, horrible pain. She could not sit down. If she stood up, it hurt, if she sat down it hurt worse and if she went from sitting to standing, it was like getting electrocuted. Even if she had it on zero or 1, it was like she was being electrocuted like someone has a wire touching her spinal cord. She went to gynecologist because at first, she thought she had a gyn problem. They ran 3 tests on her. They did vaginal ultrasound and all kinds of exams. They said there was nothing wrong, ¿gyn-wise¿. Her pain kept getting worse and worse. Patient reported if she was sitting in church, if she goes to stand up she was like screaming in pain. She went to an express clinic which was horrible. They took an x-ray of her lower back probably 7 months ago and said ¿you just have lower back pain¿. The x-ray showed nothing, they could not see because the device is on the way. They gave her lidocaine patches which did absolutely nothing. She kept getting excruciating pain, screaming. They offered her pain pills. She did not want pain pills because people get addicted to them. Patient said she called the manufacturer about 6 months ago trying to say she thinks it was from the device and they said they did not think so. Finally, ¿she decided to play doctor herself'. She turned off the ins and the pain went away with the device being off. She once tested it and turned it on and had pain. She then hurried and turned it off. It has been off for 7 months. Patient believed the reason for the pain was because there was something bad with the wire, ¿it must be right on her spinal cord or something¿. She did not know what happened. Patient mentioned when the healthcare provider (hcp) replaced the first battery, he was going to revise the wire. Patient believed the hcp pulled down the wire during the surgery. Patient stated ¿apparently, the hcp pulled on the cord and the cord must have been in the wrong place". It was not put in right an d ¿the wire must have been yanked or something¿. Patient now wanted the whole system taken out of her body. There were no further complications that have been reported as a result of this event.